Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unreadable, as half of the display screen was black. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose ranged from 200 mg/dl to 250 mg/dl. Reportedly, customer continued to use the pump and also confirmed that insulin pens are available for insulin therapy.